Manufacturer narrative:
One unknown zimmer implant and one unknown zimmer abutment were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the products were not returned. Pre-existing conditions and time implanted were unknown due to limited information provided by customer, however, the devices were implanted on tooth location #30 (universal). X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed for the products reported as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review for reported devices could not be performed as the item/lot numbers were not available. Based on the available information, devices malfunction and the reported events could not be verified since the products were not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Clinician reported that they inherited a patient from a different dentist and when he went to replace the crown and the abutment would not seat. It was discovered that the implant threads were damaged. Doctor does not have the implant information, but the patient was referred to an oral surgeon that confirmed that it was a zimmer implant. Requested thread tap to clean out implants internal threads. Tooth #30.